Event description:
It was reported via repair work order that the brakes won't hold due to worn foot end brake rings and broken foot end brake adjuster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.